Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip xtw was selected for treatment, but while going from neutral knob position during establishing final arm angle (efaa), the clip continuously opened from 20 degrees to 45 degrees. Troubleshooting was performed, but the efaa failed again. The clip was removed from the patient. The procedure was completed with two mitraclip xtw devices. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.